Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the male blood culture hub with the internal needle are breaking off during collection. The customer further stated that the needle inside the hub seems to be less sturdy than before. After changing out the tubes, the needle would bend or break. There have been no exposures at this time. No harm to the clinician and the patient involved.